Manufacturer narrative:
Initial reporter telephone number: (B)(6). It was indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device/lot history record will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that patient experienced stinging, redness, and swollen eye upon applying one drop of blink contacts rewetter for the first time. Patient's eye has discharge. Patient sought medical attention and her left eye was diagnosed with conjunctivitis. The patient was prescribed tobramycin eye drops, one drop three times a day. Her eye is fine now. The patient wears soft contact lenses. Product is not available for return. No further information available.